Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in fair physical condition as the pump had fluid ingression. Review of the device data log noted multiple wrong cassette alarm messages after the cassette was latched. Functional testing included use testing. Further visual inspection found that the downstream occlusion sensor seal was missing. The downstream occlusion sensor was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to fluid ingression and the missing downstream occlusion sensor seal.

Event description:
Information was received that the cadd prizm pump reads wrong cassette. No reported adverse effects.